Event description:
It was reported that during surgery that the right ventricular (rv) lead was difficult to be fixated. Once fixated, the rv lead had high capture threshold values. The lead was replaced and the surgery concluded successfully. The patient was stable and discharged following the procedure.

Manufacturer narrative:
Correction section b5; the lead implant position was not confirmed; hence the event description has been updated. Correction section b3; date of event was updated with the correct date; the error was due to incorrect date format.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead was unable to be implanted and exhibited high capture threshold. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Device evaluation - the reported events were helix mechanism issue, and high capture thresholds. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray inspection found over-torqued inner coil at the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin with the full helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomaly except for procedural damage.correction section h6 health effect - impact code should have been reported "prolonged surgery" instead of "no health consequences or impact".